Event description:
New information reported that the device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited backup operation. No intervention or patient symptoms were reported. The patient would be monitored.